Event description:
The complainant reported that in 2009, the clinicians performed an advantage sling system implant on a female patient. According to the complainant, the patient's procedure was smooth with no intraoperative complications. Post procedure the patient was reportedly unable to void. The doctor let her self-catheterize and the following month, the patient was brought back into surgery and the physician snipped the tape. The second surgery has been reported to have alleviated the patient's retention and she is still continent.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.